Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient's father to re-pair transmitter and to start sensor session only after bluetooth icon is solid. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the reported event of loss of connection as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.